Event description:
Device is showing ''replace o2 sensor alarm''.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this event is not deemed to be a reportable event. · the ventilation of a patient is not dependent on the o2 cell (o2 sensor). · the o2 mixing ratio does not depend on the o2 cell (o2 sensor) (but on the qo2 and qvent sensors). · the information in the IFU/operators manual (e.g., english / 624983/05) is sufficient to inform the user accordingly. Furthermore, the maintenance of the hamilton-c1 was not carried out at the prescribed interval. No further investigation or correction will be performed except those mentioned above.